Event description:
Boston scientific received information that the patient with this pacemaker experienced some syncopal episodes. The device planned to be evaluated for possible device involvement. No other adverse patient effects have been reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated a boston scientific employees was not present during the device interrogation. The clinic staff reported normal device function. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.